Manufacturer narrative:
The insulin pump was received with pump error 39 alarm during rewind test, problem isolated to the pcb 1. Unable to verify insulin flow blocked alarm or no delivery alarm and perform the prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 39 alarm. The insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor issue during priming. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.